Manufacturer narrative:
(B)(4). Evaluation summary:evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective pumphead, caused the inaccuracy. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.

Event description:
During service by baxter, the device failed accuracy test with underdelivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.